Event description:
It was reported that when a lumbar drainage catheter was placed in a pt, the catheter was inserted without any problems. The physician pulled the guide wire out of the catheter, the outer coating of the guide wire shredded. The catheter was not in the pt when the guide wire shredded. The pieces of the catheter fell on the bedside and were picked up. There was no pt injury or any delay in the procedure. There was no incident report made by the hosp. The physician used another catheter without any problems.